Event description:
Reported via journal article. It was reported that the device moved post release. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in laa of the patient and then inserted the wds. The closure device was deployed in the laa but needed to be partially recaptured and repositioned. Once in an acceptable position and with all release criteria met the physician unscrewed the closure device from the core wire. Upon release the closure device moved within the laa. The physician made the decision to use a 20mm closure device and implant this device next to the first 24mm device that had been implanted. The two implanted closure devices sealed the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Journal article: frazzetto, m., costa, g., scandura, s., tamburino, c., & grasso, c. (2022). Bailout additional watchman flx device implantation for left atrial appendage closure. Cardiovascular revascularization medicine.